Manufacturer narrative:
It was reported that during routine inspection it was discovered that the threaded tip of the cs/csl/geradschaft-plus extract. Screw m6 had been damaged. The device intended for use in treatment was returned for investigation. A visual inspection confirmed the reported damage. The top end of the threaded tip is observed to be fractured. This is a known failure mode. The root cause is attributed to design issue. A new design of the device has been released in order to reduce the reoccurrence of this issue. This version of the device will be monitored for similar issues. The returned device will be discarded.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during routine inspection it was discovered that the threaded tip of the cs/csl/geradschaft-plus extract. Screw m6 is fractured. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.